Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the patient was being seen in the office for a routine office visit and they only had on their system diagnostics test lead impedance was high, indicating a possible lead malfunction. The patient has been seizure free. The patient denied any history of falls, trauma, repetitive motions and did not "twiddle" with his lead. X-rays reviewed by radiologist did not reveal any anomalies. The patient underwent full revision surgery and during the surgery it was noted the "lead was twisted over and over, very obvious breakage." Cyberonics is making good faith attempts for product return for analysis.